Manufacturer narrative:
Device evaluated by MFR: the visual inspection revealed that no issues were found, the device appeared to be in good conditions. The function analysis of the returned product revealed that the device has an electrical open at proximal, imaging core windup and broken drive shaft, which may have resulted in the reported imaging issue; consequently, confirming the reported complaint.

Event description:
It was reported that the image was missing. An opticross imaging catheter was used to view the lesion. During the procedure the catheter was being used, but no picture was showing. The catheter was connected properly, but there was still no picture that could be seen. The procedure was successfully completed with the second device. No patient complications were reported. However, the device analysis revealed that there was a broken drive shaft.